Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of inappropriate mode switch and oversensing due to noise were noted on the right atrial lead. No intervention was performed at this time. The patient was stable.